Event description:
It was reported that this patient experienced a fall resulting in a macro atrial lead dislodgement. Prior to this incident there was farfield r-wave oversensing (ffos) and right atrial and right ventricular automatic capture suspension due to not being able to pace/sense in dual chamber (ddd) pacing mode on the implanted cardiac resynchronization therapy defibrillator (crt-d). The device position is significantly lower than the original pocket position along with little slack observed on the right ventricular (rv) lead. The patient is currently experiencing pacemaker syndrome and has been scheduled for a lead revision procedure. Received additional information advising the right atrial (ra) lead was explanted and replaced successfully without any complications. The ra lead will not return for analysis. The rv lead was tested, and all measurements are within normal range and there was adequate slack observed. The physician notated the patient was twisting the device in pocket while sleeping due to the position change after the incident. The device was sewn down in the pocket. At this time, the device and leads remain in service. Outside of the revision procedure, no additional adverse patient effects were reported.